Event description:
A customer reported an error with their continuous glucose monitor, labeled as cgm error 42, specifically related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, staying on the line as the customer completed the process. After the reset, the customer was able to start a new sensor session successfully, reload the cartridge, and resume insulin therapy with no further issues.